Event description:
The patient was revised due to loosening of the femoral stem. During surgery the drill bit broke but was recovered causing a greater than 15 minute delay in surgery.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Although the complaint is non verifiable, provided infomation states the products are not suspected of failing to meet specifications or contributing to the reported events. The investigation was limited to the information provided, as the part and lot numbers required to review the device history records and complaint database were not provided. Based on the investigation, the need the corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the products and/or any additonal information be received, the investigation will be reopened.